Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon completion the electrode belt failed an incoming hipot test. The cause for the test failure was isolated to a short in the trunk cable. The root cause for the short could not be positively identified. No adverse event resulted from the shorted cable. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last pt to use this electrode belt did not report any deficiencies.